Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The cgm was reading 333 mg/dl and the patient self-treated with insulin humalog u500 (fast-acting insulin). The patient started to feel sick in the stomach and experienced a heavy chest feeling. The patient went to the hospital and there they took a blood glucose reading which was showing 40 mg/dl. At the hospital he was treated with IV fluids (no information about the medication provided). At the time of the report the patient was feeling okey. There was no documentation when the patient was discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The product was provided for investigation; an external visual inspection was performed and passed however, investigation of provided product cannot confirm or disconfirm the allegation or determine a potential root cause. The customer complaint is undetermined as probable cause could not be determined. No additional patient or event information is available.